Manufacturer narrative:
Being investigated. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. (B) (4)

Event description:
The physician claims that during a coronary artery bypass graft procedure on (B) (6) 2009, the graft tore while suturing. It was reported that the graft was not cut prior to use and that clamps were not used during the procedure. It was also reported that the patient was not adversely affected due to the event and the patient's current condition was reported as good.